Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had two leads from the same lot. It was reported the patient lost right side coverage after falling in (B)(6) 2017. An impedance check revealed high impedance. Even though reprogramming restored therapy, the patient decided to undergo surgical intervention. During the procedure, the doctor opted to replace the patient's right lead. Surgical intervention addressed the patient's issue.`